Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): device is programmed of analgesic 250 c should pass within 24 hours with an infusion of 10 ml/hr (15:00pm) but it ends in 22 hrs, which is 7 hrs before schedule.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device was examined by the local b. Braun technical service in (B)(4). It was checked according the service manual. The device is working within the normal parameter. After this examination the device was sent back to the customer. According to the customer the container of the drug had been broken and this leakage caused the loss of volume. In this coherence we assess this complaint to be not justified.